Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the electrical venous occluder (evo) clamp. The incident occurred in (B)(6) finland. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electrical venous occluder (evo) clamp gave an error message associated to a faulty encoder at its the first use by the customer during procedure. It was replaced with a loaner unit. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H10: the affected part was returned to livanova deutschland for a detailed investigation. The unit was inspected and the issue was confirmed. In order to solve it, the encoder was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Most likely root cause of the reported event can be trace back to a faulty encoder.